Event description:
Complainant alleged that while analyzing the heart rhythm of (B)(6), male pt, the device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.